Event description:
It was reported that the user experienced recurrent low and high blood glucose while using the ilet, including a fingerstick reading of 600 mg/dl and a device-reported low, with prolonged hyperglycemia lasting approximately 12 hours; the user treated lows with oral carbohydrate and highs using the ilet corrective algorithm, and a subsequent review of device data indicated the user does not announce meals. Symptoms included weakness and shakiness during hypoglycemia and anxiety during hyperglycemia. Outcomes included no outside assistance and no medical intervention or hospitalization. Investigation included review of device data and case documentation. Investigation of this case revealed no device alarms beyond expected low and high glucose alerts and no device malfunction identified, with user behavior of not announcing meals considered a potential contributor to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.